Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A terumo bct engineer confirmed both the run data files (rdfs) obtained by terumo bct for this event are the procedures that were run on this patient. Analysis of the files indicated there were no alarms during these procedures that would have impacted the patient. No rlad alarms occurred and the fluid balance was within limits. The pumps and valves operated appropriately, and the device performed according to specification. The device operated as intended. Fluid balance: 232 ml (106%) ac to patient: 155 ml saline to patient: 317 ml a terumobct service representative called and spoke with the customer's biomedical service technician to discuss service for the device. The technician stated that he has performed all tasks requested of him byterumo bct and completed successful saline runs following the adverse event. The technician refused further service on the optia and stated that the device was put back into service rotation and is being used without any issues. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
Investigation: per terumo bct's medical review, the device did not cause or contribute to the reported death. Root cause: based on the physician's statements, supported by the clinical findings, rdf analysis, and device checkout, the cause of death was determined to be the patient's disease state.

Manufacturer narrative:
Investigation: per the customer it was requested that the bio-med check the machine and perform a saline run. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient with leukocytosis suspected aml had cardiac arrest during a white blood cell depletion (wbcd) on a spectra optia device. The nurse reported that the patient was very sick, unstable and already crashing when the wbcd procedure using continuous mononuclear cell (cmnc) collection began. The patient¿s oxygen saturation was around 60% and the patients¿ blood pressure was already low. The customer reported that the team was working on the patient attempting to stabilize and get IV access. The nurse reported that the procedure was restarted and ran for about 15 minutes when the patient started to code rinse back was given and the procedure was ended. The doctors then requested that the procedure be started again also using continuous renal replacement therapy(crrt).the nurse reported that the procedure ran again for another 15-20 minutes when the patient coded again, the procedure was stopped, and the physician decided to withdraw all treatment and the patient passed away. Per the physician at the customer site the cause of death in the chart is suspected to be disease state of acute leukemia with blast crisis, disseminated intravascular coagulation (dic) and acute renal failure. They are not suspecting any issue with the device and no autopsy was performed. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction. The customer declined to provide the patient identifier. The collection set is not available for return because it was discarded by the customer.